Manufacturer narrative:
H.6. Investigation: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a through investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record was performed and no quality issues were found during production. H3 other text : see h.10.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology 22ga 1.00in experienced leakage. The following information was provided by the initial reporter: when the hcp retracted the needle, the valve for backflow prevention didn't work and blood leakage occurred.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device brand name: bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology 22ga 1.00in. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology 22ga 1.00in experienced leakage. The following information was provided by the initial reporter: when the hcp retracted the needle, the valve for backflow prevention didn't work and blood leakage occurred.